Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that the up arrow keypad button was scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the ok keypad button was found to be hyper-sensitive; the up arrow, down arrow and contrast buttons had an intermittent response. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked and scratched display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.